Event description:
It has been reported to philips that the machine was not switching on. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that mpdu controller board was failing. The mpdu controller board has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine was not booting up. Upon functional testing fse found new mpdu control unit board was not working. The fse replaced the new mpdu control unit board. After replacement of new mpdu control unit board, the system was returned to use in good working order. These codes were updated based on investigation outcome.